Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was 121 mg/dl at the time of the call. The customer states that they went into salt water on their trip to (B)(6). The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a corroded electronic assembly, motor assembly and keypad traces. The insulin pump was also received with a cracked case at the display window corners.